Manufacturer narrative:
Complaint conclusion: as reported, the device tip of a 6f/7f mynx control vascular closure device (vcd) was found to be bent and could not advance into the unknown sheath. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta). Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with the syringe detached from the unit. The sealant was partially exposed in its manufactured position. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The procedural sheath was not returned with the device. The balloon was deflated, and the core wire was present in its manufactured position. The atraumatic tip did not present any abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. This dimension was obtained using a calibrated ruler. However, a dimensional analysis to measure the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. Also, the balloon catheter profile distal from the balloon was verified and noted to be within the defined parameter. Per functional analysis, a simulated deployment test was performed to evaluate functionality. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed, respectively. However, the insertion/withdrawal evaluation through a sheath introducer could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to that component. However, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the reported event. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the device tip of a 6/7f mynx control vascular closure device (vcd) was found to be bent and could not advanced into the unknown sheath. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta). Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present in manufacturing position partially exposed.